Manufacturer narrative:
As noted from the report a successful manta deployment and hemostasis was achieved within 2-3 minutes. Post closure angiogram revealed an occlusion. A balloon inflation restored blood flow; however, the physician felt there was an issue with the manta collagen/toggle. The physician proceeded to laser the area of occlusion then re-inflated a balloon. A subsequent angiogram reportedly showed a dissection rather than manta in the vessel. Blood flow was stable, and the physician decided to not to pursue with further remedial actions. The angiograms were reviewed by essential medical and confirmed the presence of an occlusive dissection. Dissection are a common large bore procedural complication; therefore, it cannot be concluded to have been caused during the procedure or by the manta device. The following adverse event related to the deployment of vascular closure devices has been identified in the IFU: ischemia of the leg or stenosis of the femoral artery; and local trauma to the femoral or iliac artery wall, such as dissections. The risk documentation was reviewed, and this is a known risk. The occurrence rate of this type of incident remains below acceptable level in risk documentation. Based on the information reviewed, there appears to be no product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
An investigation has been opened to review device history record, risk documentation, and case imaging. A follow-up report will be submitted upon completion of the investigation. This complaint is being reported because the patient required medical intervention in the form of intraoperative ballooning of the vessel as treatment of an occlusion that obstructed blood flow after the manta vascular closure device was successfully deployed and provided hemostasis of the femoral access. The manta vascular closure device instructions for use lists identified potential adverse events related to deployment of vascular closure devices to include local trauma to the femoral or iliac artery wall, such as dissection. Vessel laceration or trauma is also listed in the instructions for use as a potential adverse event associated with any large bore intervention, including the use of the manta vascular closure device.

Event description:
The reporter contacted essential medical on 22-nov-2019 to report an event that occurred during a transcatheter aortic valve replacement (tavr) procedure on (B)(6) 2019. The procedure sheath was reported as a 14f e-sheath. At the completion of the tavr, the manta 18f vascular closure device was successfully deployed and the time to hemostasis was reported to be 2-3 minutes. A post-deployment angiogram revealed a vessel occlusion proximal to the manta closure site. The physician was reportedly not able to determine if there was a dissection or an issue with the manta collagen/anchor. The physician advanced a glide catheter up and over the aortic bifurcation to take another angiogram and inflated a balloon at the location of the manta closure device. Ballooning restored blood flow; however, the physician felt there was an issue with the manta collagen/anchor. The physician decided to laser the area of suspicion with a spectranetics laser, which he mentioned to the manta representative who was present, had been helpful in the past with angioseal. After using the spectranetics laser, he re-inflated the balloon at the site and then took another angiogram. The angiogram reportedly appeared to show a dissection instead of something in the vessel. Blood flow was established, and the physician reportedly decided to close the procedure and monitor the patient. The patient's activated clotting time (act) at the time of closure was reported to be 263 seconds. The patient's condition was reported to be "fine." Follow up with the manta representative present during the procedure on (B)(6) 2019 did not result in any new information regarding the "spectranetics" laser and its use during this procedure. The representative stated they were unfamiliar with the device and did not have a clear understanding regarding the purpose of using it during this procedure. Essential medical, inc. Has no information regarding the use of spectranetics laser devices during tarv procedures where manta vascular closure device is utilized for femoral access site closure.